Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated patient evaluation revealed there were no ipg performance issue that contributed to the reported patient complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that by the patient's husband that the patient has been having a lot of atrial fibrillation (af), short of breath, very tired and sleeps a lot. The patient's husband questioning what the ipg/device is doing. Husband stated, the patient heart rate is upwards of 120 beats per minute (bpm). The ipg remains in use. No patient complications have been reported as a result of this event.